Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a saccular 65 mm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 17-22mm in diameter and it was 15mm long. It was reported that after implanting the bifurcated stent graft and limbs a proximal type I endoleak was observed. The physician implanted an aortic cuff which reduced the endoleak but not fully resolve it. No additional interventions were performed and the physician will monitor the patient. The cause of the endoleak is unknown. No further information was provided. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (conically shaped and aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (conically shaped aortic neck).